Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient is still in constant pain after revision surgery. CT scan showed fluid buildup and infection. Doctor drained the fluid. Patient also did another scan to see if component is loosed, he is still awaiting results. He is on pain killer and still walks on crutches.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding infection involving a secur-fit max stem was reported. The event was not confirmed. Medical records received and evaluation: a review of medical records could not confirm the reported infection. Device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported sterile lot or lot ids. Conclusions: the source of the infection could not be confirmed in provided medical records. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The following other devices were also listed in this report: trident psl ha cluster 54mm; cat# 542-11-54f; lot# mln7w1; trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# mlh51p; delta c-taper head 36mm +5; cat# 18-3605; lot# 39665601; d-m 1.6mm beaded cable set ss; cat# 3704-0-040; lot# 40036702; d-m 1.6mm beaded cable set ss; cat# 3704-0-040; lot# 38817001. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient is still in constant pain after revision surgery. CT scan showed fluid buildup and infection. Doctor drained the fluid. Patient also did another scan to see if component is loosed he is still awaiting results. He is on pain killer and still walks on crutches.